Manufacturer narrative:
Exact date unknown, event occurred a year ago from the date the manufacturer was made aware. Explant date: a year ago from the aware date.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device will not be returned per hospital policy. No further information has been obtained despite good faith efforts.